Event description:
Boston scientific received information that the patient with this pacemaker system presented to the hospital with an infection of the device pocket. The system was explanted and antibiotics were administered to the patient. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.